Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided instructions on how to reset the pump, assisted the caller with the reset, and informed the customer to continue using the pump while advising them to call back if the malfunction recurred. The customer understood and acknowledged these instructions.